Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 36 mg/dl. Troubleshooting was declined. Customer advised they were kicked out of auto mode and treated their low blood glucose levels via food. The insulin pump will not be returned for analysis.